Manufacturer narrative:
Unit received with cracked and detached end cap. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners and missing end cap sticker.

Event description:
Customer reported via phone call that insulin pump had physical damage. Customer reported that the top and bottom of the insulin pump at the battery compartment was cracked. Customer was not sure how damage occurred. Customer's blood glucose was unknown. Insulin pump would be replaced per customer's request.